Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right "patient has textured mammary implants. Also, has noticed a change in the breasts. Possible leaking or rupture of the implants". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right "patient has textured mammary implants. Also, has noticed a change in the breasts. Possible leaking or rupture of the implants". Rupture was later reported. Device has been explanted and replaced.